Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed and the pump alarmed/displayed lec 45520. The keypad was replaced.

Event description:
It was reported that the device "gives error 45520." There was unknown patient involvement, and no patient was injured in this case.